Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin 2gm (route, frequency, and duration not reported), reflin (dosage, route, frequency, and duration not reported), and fortum (dosage, route, frequency, and duration not reported) for the peritonitis event. It was not reported if the patient was recovering or had recovered from the peritonitis event. Extraneal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the peritonitis event. Should additional relevant information become available, a follow up report will be submitted.